Event description:
User facility reported that the product was in use with pt and the product is suspected to have leaked. User facility reported that the water reservoir was found to have been contaminated with blood and approx 1/2 liter of the water was unaccounted for. The pt became febrile during post-surgical recovery and was treated with antibiotics. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the evaluation.